Event description:
It was reported that the patient has ineffective therapy with their cervical and thoracic systems reprogramming was unable to resolve this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.